Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. A visual and tactile examination found no issues with the profile of the hypotube shaft. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Reportable based on device analysis completed on 04-aug-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 38 x 2.50mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed using another promus premier¿ stent of different size. No patient complications were reported and the patient's status was good. However, returned device analysis revealed that the stent was not returned.